Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received having reached end of service (eos). The device was unable to establish telemetry connections due to battery reaching end of service (eos). A longevity calculation was performed and found battery depletion was premature. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the high current drain and premature battery depletion.

Event description:
New information received indicated that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that one day post procedure, the patient was in ward suddenly when experiencing syncope. Upon review of device, the device was found to be at elective replacement indicator (eri). The device is pending explant. The patient is recovering.